Event description:
Procise xp want was opened for a tonsillectomy. The device was checked by ent resident just prior to use. The device did not function properly- no saline irrigation would flow. The device was removed from the field, and a new xp wand was opened and found acceptable for use. This caused a minor delay in the start of the procedure, but there was no adverse effects noted.